Manufacturer narrative:
(B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp)'s batteries were not removable. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the reported failure on site. The fse replaced the conical springs (0214-00-0208) (2x) in battery compartment one and two. The device has passed all performance and safety tests according to manufacturer specifications. The device was returned to the customer and authorized for clinical use.